Event description:
Related manufacturer report number: 2017865-2023-38286. It was reported, during in clinic follow up. That the left ventricular lead had dislodged, during lead revision. The pacemaker set screw exhibited a fitting issue, so both the lead and the generator were replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
Reported event of ¿lead connector screw slipped¿ was confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis revealed the right set screw contained septum material and the left ventricular setscrew contained dry blood in hex cavity. This material in the hex cavity and dry blood noted prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.